Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a23 ultra with android operating system version 14. The customer experienced a signal loss and was unable receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat, requiring third-party treatment of ice cream by a non-health professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss alarm with the freestyle librelink application. Smartphone compatibility with the use of freestyle librelink and the samsung a23 ultra operating version 14 (software version: 2.11.2) has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Extended investigation for reported sensor: the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a23 ultra with android operating system version 14 and app version 2.11.2. The customer experienced a signal loss and was unable receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat, requiring third-party treatment of ice cream by a non-health professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.